Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels above 600 mg/dl with ketones. Reportedly, the customer believed that the pump was not delivering insulin. The customer administered bolus insulin via pump to treat bg. Reportedly, the customer reverted to manual injections for insulin therapy.